Event description:
It was reported that the patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise. The rv lead was explanted and replaced on (B)(6) 2026. The patient was stable throughout the procedure.